Event description:
It was reported that the procedure was to treat a lesion in the sfa. The bmw guide wire was advanced to teh lesion with resistance noted. The guide wire was advanced; however, it entered into two smaller side branches, one on the left and one on the right, as several attempts were made to advance the guide wire into the lesion.the guide wire then separated and 27 cm of the distal portion of the guide wire was retrieved using a snare device. Several other guide wires were used before this bmw, but also would not cross. The procedure was abandoned and another procedure is schedule to treat the lesion using a popliteal approach. Reportedly, the patient is doing fine.